Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a13 alarm due to buttons not responding. No blank display or back light anomaly during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received watchdog timeout alarm. The customer also reported that the insulin pump had a blank display. The customer reported that the battery compartment was chipped. The customer's blood glucose was 303 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.